Event description:
It was reported that, a pulse oximeter was missing segments in the display. It was also reported that the pulse rate was missing from the bottom half of the display. Although requested, it is unknown if there was patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue, and it has been isolated. Actions has been taken under remedial actions efforts. Complaint trends will continue to be monitored.